Event description:
It was reported that a patient alert and right ventricular lead integrity alert occurred. It was further reported that there was possible oversensing of the atrial flutter episodes. Lead impedance is stable and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.